Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of chronic inflammatory demyelinating polyneuropathy in a female pt who used super poligrip original (formulation (B)(4)) as a denture adhesive. A physician or other healthcare professional has not verified this report. The currently (B)(6) pt began using super poligrip original approx eight years prior to reporting. She stopped use of the product in (B)(6) 2009 "after she was diagnosed with chronic inflammatory demyelinating polyneuropathy attributed to excess zinc and resulting copper depletion attributable to super poligrip original". According to the claim, the pt continued to suffer "from profound and permanent neurological and other injuries attributable to her super poligrip original use" which left her unable to perform her normal, customary and daily activities. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. The MFR's report number for this case is 9681138-2009-00193. Super poligrip original is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).